Event description:
A sentrant sheath was used in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during the index procedure and when the angiography was being performed after the contra limb was delivered, the sheath was pushed up proximally, which caused the eia to be damaged. The physician added two additional stent grafts on the left to extend the coverage in the eia. The physician attributed the event due to the tortuosity and narrow external iliac artery. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).